Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one white-luered hickman style catheter segment. Usage residues were observed throughout the sample. The luer hub was received completely detached from the catheter. The crimp collar was detached and was not returned for evaluation. The extension tubing markings were completely worn. Microscopic inspection of the proximal end of the over-sleeve revealed a continuous impression from the crimp collar. Inspection of the luer adapter barbed stem and locking slots did not reveal any damage or defect. Tactile inspection of the sample revealed tensile weakness throughout. Clamping impressions were observed along the length of the over-sleeve, including adjacent to the crimp collar impression. The continuous crimp impression suggested that crimp collar was likely successfully engaged during device manufacture. The tensile weakness and clamping impressions near the crimp impression suggested that sample mishandling may have caused or contributed to the observed detachment; however, the crimp collar was not returned and could not be evaluated as a potential contributing factor. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported to the sales rep, that on (B)(6) 2016 the hub was accidently pulled off the catheter lumen. Catheter was externally repaired. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzf1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep, that on (B)(6) 2016 the hub was accidently pulled off the catheter lumen. Catheter was externally repaired. No harm to the patient was reported.